Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a user and caregiver reported that the ilet pump screen was cracked and the touchscreen was unresponsive, preventing the user from resuming pump use. The user reverted to multiple daily injections (mdi) while awaiting a replacement pump. The user reported a highest blood glucose of 263 mg/dl for one hour, without dka, hospitalization, or medical intervention.